Event description:
On (B)(6) 2012, customer reported that the differential mixing chamber was overflowing on the dxh 800 hematology system. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found that the nucleated red blood cell (nrbc) chamber was not draining properly. Fse could not identify what was clogging the drain, but stated it was not a clot or residue. Fse believed that stopper debris was clogging the drain. Fse replaced the nrbc mix chamber and the sample probe. There was no further evidence of leaking. Repairs were verified as per established procedures and results met published performance specifications.

Manufacturer narrative:
(B)(4). Fse believed that stopper debris clogged the drain. (B)(4).